Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate mode switching episodes on the implantable cardioverter defibrillator. The episodes were caused by far r wave oversensing. Programming changes were discussed but did not yet occur. There were no patient consequences.